Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the video connector had an appearance defect, and air/water leakage was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, during preparation for use, the hd camera head had no endoscopic image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined, that the cause of the reported "no image¿ issue was, due to the failure of the charged coupled device (ccd). The root causes of the faulty ccd could not be determined. Olympus will continue to monitor field performance for this device.